Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. As a result, this device was explanted on (B)(6) 2026. No adverse patient effects were reported. This device has not been returned.